Manufacturer narrative:
On 3/22/2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4). Correction: on 3/25/2021, it was noticed that the following information was incorrectly reported in the 3500a initial medwatch report: d9. Device available for evaluation? Was reprted as "yes", should have been "no" d9. Date device returned to manufacturer? Was reported as "2/16/2021", should have been blank. D9. Is device returned to manufacturer? Was checked, should not have been checked. H10. Additional manufacturer narrative reported: "on 2/16/2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted." This information was incorrect, the complaint device was not received for evaluation. On 2/16/2021, only a photo of the device was received.

Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. It was reported that when removing the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, blood leaking back (around 10/15cc) from the valve where the catheters and dilator are inserted at the proximal most portion of the sheath. No detachment was observed. No air entered to the patient¿s body. Patient¿s hemodynamics was not compromised, the issue was caught very early in the case before doing anything with the sheath. No interventions were required. The sheath was replaced, and the issue resolved. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. This finding was assessed and determined it continues to be deemed MDR reportable. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. Additionally, pictures of the complaint device were provided by the customer. Blood leaking was observed from the hemostatic valve. However, the hemostatic valve condition is not observed. The brim cap is in the correct position and no detachment is observed. Based on the evaluation of the pictured provided, the customer complaint was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 2/16/2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. It was reported that when removing the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, blood leaking back (around 10/15cc) from the valve where the catheters and dilator are inserted at the proximal most portion of the sheath. No detachment was observed. No air entered to the patient¿s body. Patient¿s hemodynamics was not compromised, the issue was caught very early in the case before doing anything with the sheath. No interventions were required. The sheath was replaced, and the issue resolved. Although no detachment was observed, this is being conservatively reported as hemostatic valve separation as it is most likely the backflow occurred due to a malfunctioning/dislodged valve. Since there¿s no indication that the backflow blood was excessive, nor that patient¿s hemodynamics was compromised or that any intervention was required; thus this will not be considered a patient adverse event.